Event description:
Patient presented with an increase in pain and showing withdrawal symptoms. When checking the pump, it showed a memory error and was halted accordingly. The pump was reactivated by programming all variables again. Four days later the same event occurred. A follow up report will be sent when additional information is obtained.